Event description:
It was reported that an adverse event occurred during a procedure in 2008, when the physician poked the catheter through the pt's left atrium. Per customer, the problem was discovered immediately and the pt was treated by inserting a tube and draining the blood out. It was also reported that the pt is well and has since been discharged.

Manufacturer narrative:
An evaluation of the returned complaint product was conducted with the following results: the catheter passed the visual test, electrical test, temperature bath test, and generator test. No problem was found. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.